Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the small intestine in a distal gastrectomy, the stapler did not fire completely and resulted to a distally incomplete staple line. There was also bleeding with the staple line. To resolve the issue, the surgeon hand suture the tissue and used another reload.